Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtma1qq crtd, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead pacing impedance was out of range if the lv2 coil was programmed. It was noted the currently-programmed pacing vector did not include lv2, and the lead remains in use. No patient complications have been reported as a result of this event.